Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged ear infection, not sleeping, severe chronic cough, oxygen level dropping to 62%, obstructive apnea episodes, headaches, severe fatigue. The patient also alleged lack of focus, asthma, memory loss, severe depression, emphysema, dizziness, vertigo, nausea, nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.